Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unsuccessful attempt to establish connection between the heartmate touch app and wireless adapter was not confirmed. It was reported that the issue was resolved by using a different wireless adapter/power module. The wireless adapter that was exchanged at the time of the event was reported to be functioning as intended currently. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The wireless adapter is manufactured by a third party who maintains the device history records. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) (rev. B) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide (rev. B) under ¿troubleshooting¿ cover all alarms (visual and audible), including the connection failed - heartmate touch app error messages, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that following troubleshooting, the heartmate touch adapter was now functioning as intended.

Manufacturer narrative:
Section a - no patient was involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate touch adapter was not connecting to the ipad. This was troubleshooted by turning the wifi off. It was resolved by disconnecting the heartmate touch adapter and utilizing a different power module and a different heartmate touch device to establish a connection.